Event description:
A false positive advia centaur toxoplasma g result was obtained by the customer on a pt sample when compared to other test methods. The pt was also tested in april for advia centaur toxoplasma g and the result was positive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive toxoplasma g result.

Manufacturer narrative:
A siemens field application specialist (fas) verified with the customer that quality control, reagent pack, sample handling and system maintenance were within operational spec. The cause for the false positive advia centaur toxoplasma g result is unknown. No further eval of the device is required.